Manufacturer narrative:
(B)(4) haptic slipped under capsule. Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens was discarded. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00's haptic slipped under capsule which resulted in piercing the capsule. The zcb00 intraocular lens was removed and replaced with a z9002 iol. There was no incision enlargement, no sutures required and no patient injury. Additionally, the lens was discarded and destroyed. No further information was provided.